Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the band, has a leak. The band remains implanted and there are no pt consequence as a result of the leakage.